Event description:
Product surveillance contacted the home patient's (hp) care giver (cg). The cg stated that she did not notice visually that there was anything wrong with the supplies but stated that she felt that there may have been an issue with one of the drain lines because when they changed out the drain lines, everything worked fine. The cg stated that there was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm was not confirmed. The product was not returned to baxter for evaluation. It was not possible to review manufacturing records for the lot because the lot number is unknown. A cause of the alarm was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4)..

Event description:
During troubleshooting a check lines & bags alarm that appeared on the homechoice (hc) display during prime, the home patient (hp)'s caregiver (cg) revealed that when she disconnected the drain line extensions, she felt a release of air pressure. The technical service representative (tsr) assisted the cg with priming, and the cg would attach 2 new drain line extensions, and hp was ready to begin the therapy. No patient injury or medical intervention was indicated at the time of the initial report.